Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically in the patient's right eye and posteriorly in the left eye post-op. The surgeon is evaluating treatment options. Additional information has been requested, but has not been received. This report references lens 2 of 2.

Manufacturer narrative:
The lens was explanted and returned for evaluation. Visual inspection found portion of both haptics plates missing. Further testing could not be performed due to the condition of the received the lens. One retain sample from the same lot (7558309) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.